Event description:
The customer reported weakly false positive reactions of n negative cells from their cell panel of a competitor with seraclone anti-n art.-no. 808415, lot 1934140. The customer uses the cell panel as control cells. The customer will send us vials of the complained lot of reagent. The review of the batch record documentation gives no hints of irregularities that might be effected negatively the specificity of the complained lot.